Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the elite video system center exhibited no video output on serial digital interface (sdi) 1 and 2. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the no video output on serial digital interface (sdi) 1, 2 occurred due a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.